Event description:
The pt is status post reconstruction multiple year ago. Pt developed a grade 4 capsule on the left. The left breast was noted to be swollen with an irregular superior large mass which was dense, ecchymotic and discolored, approx 5-6cm in size. When the implant was removed it was found to be essentially intact.